Event description:
In 2008, it was reported to boston scientific corp that a wallflex enteral colonic stent was used during a stent placement procedure in a male pt (weight unk) on the month before. According to the complainant, the "pt was contraindicated for surgery due to advanced disease." However, the "wallflex (enteral) colonic stent was successfully placed (for palliative care and as a bridge to surgery) without any noted complication(s) on the day of the procedure." The physician did indicate that "the case was very difficult with a severe, 180 degree angulation of the lumen of the colon caused by the tumor (and) there were many diverticula present in the area. (A) perforation became evident about 28 hrs (the next day) post placement, about 2 cm proximal to the tumor. The physician decided to surgically remove the stent and tumor. At surgery, (the physician) could not see the perforation(;) " however, the stent and the sigmoid cancer were removed. Further info provided by the physician indicates that the perforation was "likely due to the acute angulation, forcing the ends (of the stent) against the wall." The physician further "speculated that (the stent) may have entered a diverticulum." At the conclusion of the procedure, the pt's condition was reported as "stable".

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The jan 2008 15-month wallflex enteral stent prod family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.